Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter separation occurred. The 95% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. Upon preparation, the physician observed strong resistance when the knob was tested prior to inserting the device into the patient. Furthermore, it was noted that the shaft of the catheter was detached inside the sheath part. The procedure was completed with a different device. There were no patient complications and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Device analysis observed that the catheter drive shaft/coil was broken near the catheter handshake connection. The handshake connection of the advancer unit and the catheter unit were bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a catheter separation occurred. The 95% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending artery. Upon preparation, the physician observed strong resistance when the knob was tested prior to inserting the device into the patient. Furthermore, it was noted that the shaft of the catheter was detached inside the sheath part. The procedure was completed with a different device. There were no patient complications and the patient's condition was good.